Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), upon uncovering implant in the area #4, # 6, failure of implants to integrate observed.